Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. After a non-bsc guide extension catheter was engaged, a 2.25x32 mm synergy¿ stent was advanced. However, it was noted that the distal edge of the stent struts were damaged in the collar part of the non-bsc device. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is good.